Event description:
A surgen reported that an express mini glaucoma shunt device was implanted in 2003 with no complications. The device was removed and replaced the following mo due to bleb failure with zero filtration. The device was replaced with no complications. The surgeon states the device was blocked with no fluid coming through and that it is unknown if the event was procedure or device related. No further information is available at the time of this report.